Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the event observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The explanted device is not available for evaluation as it was discarded. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "deterioration of a bovine pericardial valve in a tricuspid position 14 years postoperatively" author kazunori ota et al. It was reported that a patient with an edwards surgical valve underwent a redo tricuspid valve replacement after an implant duration of 14 years due to tricuspid stenosis secondary to structural valve deterioration, calcification and thickening. The valve was originally implanted for tricuspid valve replacement to correct tricuspid stenosis. Follow-ups were conducted for a while; however, shortness of breath during walking and dizziness were noticed and the patient visited cardiovascular internal medicine. Per patient's examination, bradycardiac atrial fibrillation and malfunction of tricuspid valve were detected. Transthoracic echocardiography revealed tricuspid valve stenosis with a mean trans-tricuspid valve pressure gradient (tvpg) of 7.3 mmhg. Redo tvr using another edwards pericardial mitral valve was performed under cardiac arrest. At explant, leaflet thickening, calcification on leaflet at right atrium aspect and fused native chorda tendinea to leaflet at right ventricle aspect were observed; however, pannus was not confirmed. The explanted valve was replaced with a 33mm edwards pericardial mitral valve with no adverse patient effects reported as a result of the valve replacement. Postoperative day 32, the patient was discharged with recovering condition. On postoperative echo, the mean gradient was decreased to 3.2mmhg and paravalvular leakage was not confirmed. Thirty nine month later after surgery, the patient had no symptom of heart failure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.